Event description:
Terumo medical obtained an FDA medwatch report # mw5157027. The event description states: that a tips procedure was carried out, during which a 180cm angled glidewire with a hydrophilic coating was utilized. During the process, part of the coating detached from the wire within the liver. The stripped coating is visible under fluoroscopy and, being irretrievable, remains in the liver.